Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a blister on his back under the garment. The patient's physician applied a bacitracin zinc ointment on the blister and covered it with a bandage. The patient reported that the irritation improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.